Event description:
Patient presented for revascularization of a heavily calcified superficial femoral artery. Using a s'port wire, the physician advanced the kittycat 2 catheter (w550) over the wire and engaged an area of dense calcification. The catheter could not advance through and upon pulling back to find a new plane the catheter tip separated from the catheter's outer sheathing but remained attached to the inner shaft. The entire catheter, including the separated tip was removed from the patient as one unit and there was no perforation noted by dr. (B)(6). A quick-cross and magic torque were then used to cross the distal cap. Atherectomy, angioplasty, and stents were successful and there was no patient effect noted.

Manufacturer narrative:
Method: the case information, including the device use feedback obtained from the event reporter, was used to evaluate the device performance. Results: the IFU contains warnings and precautions that "if resistance is met during manipulation, determine the cause of the resistance before proceeding" and "torquing or pulling the catheter excessively may cause damage to the product."